Event description:
As reported, after inflation of a 3mm x 4mm high pressure (hp) 40 slalom .018 percutaneous transluminal angioplasty (pta) balloon catheter below its rated burst pressure, the balloon was unable to be deflated. As a result, the balloon was intentionally ruptured via a puncture from above the body surface with ultrasound guidance. After the balloon was intentionally ruptured, the slalom pta balloon catheter was able to be removed easily from the patient and remained in one piece during is removal. A 3mm x 20mm slalom hp pta balloon catheter was then used to continue the procedure. A non-cordis inflation device was used for this procedure, and it was confirmed that there were no issues with this deflation device during its use. This was during a procedure to treat a thrombotic lesion on the brachial side of the anastomosis region. The lesion had a 50% stenosis and was not a chronic total occlusion (cto). There was no calcification or tortuosity present at the target lesion. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty, and the device was never put into an acute bend. The device will be retuned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g4, g6, h1, h2, h3, h6, and h10. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot 82202406 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, after inflation of a 3mm x 4mm high pressure (hp) 40 slalom .018 percutaneous transluminal angioplasty (pta) balloon catheter below its rated burst pressure, the balloon was unable to be deflated. As a result, the balloon was intentionally ruptured via a puncture from above the body surface with ultrasound guidance. After the balloon was intentionally ruptured, the slalom pta balloon catheter was able to be removed easily from the patient and remained in one piece during its removal. A 3mm x 20mm slalom hp pta balloon catheter was then used to continue the procedure. A non-cordis inflation device was used for this procedure, and it was confirmed that there were no issues with this deflation device during its use. This was during a procedure to treat a thrombotic lesion on the brachial side of the anastomosis region. The lesion had a 50% stenosis and was not a chronic total occlusion (cto). There was no calcification or tortuosity present at the target lesion. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the device from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components and the device was not kinked or damaged in any way prior to being inserted into the patient. There was no resistance or friction experienced during insertion of the device. The device was able to track toward the lesion and cross the lesion without difficulty, and the device was never put into an acute bend. One device was returned for analysis. A non-sterile unit of a slalom pta .018 hp 40 3x4 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies were observed on the unit by the naked eye. Functional analysis was intended to be performed. Balloon inflation/deflation testing was performed. First, an appropriate .018¿ guidewire was passed through the inner body guide wire lumen. Then, an inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure applied. However, the balloon could not be inflated as expected due to a leakage on the balloon because of a rupture intentionally done on the unit as reported in the description summary of complaint. Quote: ¿the balloon was intentionally ruptured via a puncture¿. Per microscopic analysis, the body shaft of unit was cut/dissected near to the hub and balloon areas at the most critical fuse points, and the dual lumen inspected under the vision system looking for any obstruction or deformation. No anomalies neither on the inflation or guide wire lumen were observed. Additionally, per dimensional analysis, the guide wire lumen ID was measured on the already dissected body shaft near the hub and balloon areas per specification, and the results were found within specification. A product history record (phr) review of lot 82202406 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty- unable¿ was not confirmed via device analysis, the exact cause cannot be determined. We know based off the information provided the balloon was intentionally ruptured and is consistent with the findings noted upon analysis; however, no additional anomalies were noted on the device. There were no difficulties with inflation/deflation or insertion/withdrawal testing and the device passed dimensional analysis. Additionally, we do not know the contrast to saline ratio as this information was not provided and may be a contributing factor to a deflation difficulty as contrast is very viscous in nature. Therefore, based in the information available for review, it is likely procedural factors and/or handling of the device may have contributed to the event reported. According to the instructions for use ¿use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Do not use with lipiodol contrast media, or other such contrast media, which incorporate the components of these agents. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Remove the vacuum (do not apply pressure) and withdraw the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath or guiding catheter, check if the balloon is fully deflated. If not, withdraw the catheter and sheath as one unit.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.